Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55.9mm abdominal aortic aneurysm .  The proximal aortic diameter was noted as 22mm and 18mm in length.  It was reported under 2 months later, follow up CT identified a possible type ia endoleak. It appears that there is some room above the proximal endograft and below the renal arteries. A type ii endoleak was also observed. Per the physician the cause of the type ia endoleak  may be due to low placement of the proximal endograft or migration.  No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was confirmed that the stent graft was placed low on initial deployment by the physician. The patient was brought to the operating room on (B)(6) 2021 where an angiogram was performed and there was no evidence of endoleak. The physician then elected to place an aortic extension cuff (etcf2525c49e serial number: (B)(6) since there was room to add additional seal and cover below the renal arteries. Final angiogram demonstrated good seal with no leaks observed and patient did well. Film evaluation summary: the reported type 1a and type ii endoleak could not be confirmed on the films provided. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported endoleaks. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.